Event description:
It was reported that this right atrial (ra) lead exhibited intermittent high out of range pacing impedance measurements greater than 2000 ohms. Additionally, occasional loss of capture (loc) and continued oversensing of noise was observed. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).